Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34lq7); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient experienced a lead migration or dislodgement. As a result of this issue, the patient experienced a loss of therapy. Additionally, the patient reported a return of baseline symptoms--urinary incontinence. It was noted that the lead migrated inward. The manufacturer representative (rep) reprogrammed the patient with a custom program using electrodes -1, +2 to capture some of the perineal area. The patient was instructed to evaluate the new custom program. The issue was ongoing.